Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing in the atrial channel with irregular v-v indicating episodes marked as ventricular tachycardia (vt) were not true vt. The patient had already gone home from their follow-up appointment before the clinic could perform suggested x-ray imaging. The clinic will assess at the next follow-up appointment. Technical services (ts) was also contacted for their opinion. No adverse patient effects were reported. This system remains in service.